Event description:
The affiliate reported the customer alleged a higher than expected thyroid-stimulating hormone (tsh) result, within the normal reference interval, for one patient involving unicel dxi 800 access immunoassay system. Subsequent testing of the patient's sample on an alternate unicel dxi 800 access immunoassay system recovered a lower tsh result, below the normal reference interval and did not correlate with the patient's clinical presentation. The tsh result was discordant between platforms and clinically discordant with other thyroid results. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Additional information:testing of the patient's sample at beckman coulter customer product line support (cpls) laboratory recovered a result of 0.01 miu/l, which is lower than the customer's actual result. Cpls could not reproduce the reported result. The investigation could not demonstrate a reagent issue.

Manufacturer narrative:
There is no indication service was dispatched for this event. Thyroid-stimulating hormone (tsh) quality control (qc) had been performing within the customer's established specifications. In conclusion, the cause of this event is unknown and could not be determined. This medwatch report is related to MDR 2122870-2012-00507.